Event description:
As reported, after opening the outer box for a 5f 100cm tempo aqua vertebral (vert) diagnostic catheter, it was noticed that the paper packaging of the catheter inside was damaged in the form of a cut/laceration, causing damage to the inside and outside of the package. There was no clear indication that the sterility of the device was compromised; however, the sterility of the device could not be guaranteed and another 5f 100cm tempo aqua vert diagnostic catheter was used for the procedure. There were no reported patient injuries or adverse consequences. This was during a routine interventional angiography procedure. The device was stored according to the instructions for use (IFU). No abnormalities were observed with the carton packaging, but signs of damage were found on the inner paper packaging. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.